Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and bumpy rash under the therapy electrodes. The patient followed up with her physician, who prescribed an ointment for the skin irritation. Follow up indicated that the ointment is helping with the skin irritation.